Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoid colectomy procedure, after firing they found out that there were incomplete staple line. The surgeon then needs to repair the fistula and the colon tissue was needed to be hand sewn due to the device problem, resulting to tissue damage, extended surgical time more than 30 minutes and the hospitalization was extended for an additional week of recovery. Patient currently has a colostomy and maybe reversed upon review.